Manufacturer narrative:
The system was examined and the reported event was not replicated. However, the company representative determined that the fiber was the issue and not the system. As such, the fiber was subsequently replaced to resolve the issue. The system was tested and found to meet product specifications. The system was manufactured on july 7, 2010. Based on qa assessment, the product met specifications at the time of release. The laser system was found to meet specifications. Therefore, the root cause of the reported event cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported the laser presented failure to mark shots and also the amount of micons. There was no patient involvement.